Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in the basement. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The technician found the brakes not holding due to the brake casters needing to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician adjusted the brake casters to resolve the issue. Based on this info, no further action is required.